Event description:
It was reported that there was undersensing, and t-wave oversensing which resulted in the patient receiving inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.